Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 1 hour and 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The fresenius 4008's hemodialysis machine used for treatment did not sound a blood leak alarm, as this was an external leak that was visually observed from the dialyzer header cap. It was confirmed there was patient blood loss, but patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient¿s treatment was restarted and treatment completed successfully with new supplies. The complaint device was reportedly discarded. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.